Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 367 mg/dl at the time of incident. It was also stated that customer received critical pump error image displayed on insulin pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Pump was received with corroded motor assembly noted during visual inspection.